Event description:
A customer reported that their AED will not power on. The customer used another battery and the unit prompted a service code of 7010 but then it was cleared after a manual self test. They reported that this did not occur during patient use.

Manufacturer narrative:
A customer reported that their AED will not power on and is prompting an error code of "AED error or warning". The customer used another battery and the unit prompted a service code of 7010 but then it was cleared after a manual self test. Analysis of the log files from the AED showed it was manufactured on 04/07/2020 and placed into service on 09/21/2020 with battery pack serial number (B)(6). On (B)(6) 2021 the AED began flashing its red asi and chirping based on the results from an automated self-test. The AED continued to flash its red asi and chirp until (B)(6) 2024 when a series of replacement battery packs were inserted. The cause of the replacement battery pack now warning was related to the user failing to address the AED's alert condition which reduced the battery pack's expected life.